Manufacturer narrative:
Samples were collected in 13x100 pst tubes. Qc was within the customer's established ranges prior to the event. A field service engineer (fse) went on-site (B)(4) 2011 and performed hardware verification testing which met specifications. No hardware issues were noted. The fse had the customer pull the samples in question, aliquot and recentrifuge. Both aliquots had a rbc button at the bottom of the tubes.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results generated by the unicel dxc 600i synchron access clinical system for 2 patients. No reports of death, injury, or change to patient treatment have been reported in connection with this event.